Event description:
(B)(6) from pt stating her pump alarmed early and woke her up. She usually changes at 8:30am and it alarmed that it was running low around 2:30am. She does not remember the exact volume remaining at the pump at that time, she thinks the last two numbers were "99" she went back to sleep and it alarmed again a little while later, so she got up to change it around 3:30am or so. She believes the volume at that time was 0.053ml. Pump sn (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 29 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing.